Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported customer inadvertently super glued cartridge to the pump. Cartridge was not able to be removed for supply change. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for alternate insulin therapy.